Manufacturer narrative:
Unit passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit passed dat at 0.0873 inches. Unit was successfully downloaded using thump software. Unable to verify high bgs. Total of 35.5 units of normal bolus was delivered on (B)(6) 2025 and total of 23.625 units of normal bolus was delivered on (B)(6) 2025. During download history review, insulin flow blocked alarm occurred several times on (B)(6) 2025 10:17:09.000 until (B)(6) 2025 13:59:49.000 during bolus and priming found in pump downloaded history. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. Sc1-cap locked in place properly during testing. The following cosmetic damages were noted: cracked keypad overlay and scratched case. Unexpected insulin flow blocked alarm was not confirmed. Unable to confirm customer alleged concern of high bgs. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The event involved product(s) mmt-1885. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.